Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during dwell 1. The home patient (hp) stated they had the alarm last night. The technical service representative (tsr) reviewed alarm log the hp had a system error 2240. The tsr explained the alarms. The hp stated they had already cleared the alarm. Per the call script, the hp was connected at the time of the alarm, the hp did not disconnect any time prior to the alarm, all of the bags were properly connected, there were no patient extension lines used, there were no open clamps on any unused supplies, and there was not anything unusual noted about the supplies. The proper procedure for therapy was reviewed with the hp. The hp would continue therapy with manual supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2012, product surveillance was contacted by the home patient (hp) regarding the reported event. The hp did not know how the air entered the setup. The hp stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown; therefore, no evaluation or batch review could be performed. This complaint for a report of system error 2240 was not confirmed. The root cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.